Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible the patient anatomy contributed to the reported single leaflet device attachment (slda); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported slda cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet, requiring an additional clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. After implantation of the first clip, it was noted it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted medially to stabilize the slda. An additional clip was implanted laterally, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.